Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "while showing a surgeon the vlift inserter the tip of the draw rod broke off inside the inserter and now the cage is stuck on the inserter".